Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was enrolled in medtronic's pivotal trial study. At a follow-up visit 12 days post stent graft implant, the patient complained of severe pain to the lower left extremity. An angiogram revealed widely patent superficial and common femoral arteries with no flow going up the iliac limb. The left iliac limb graft demonstrated a kink where there was a total occlusion. The blood clots were removed with a 6mm fogarty catheter. Repeat angiograms showed good blood flow, but the iliac limb kink remained. A 12mm stent was advanced and deployed in the kinked iliac limb graft. An angiogram showed excellent flow with more or less resolution of the kink. No additional clinical sequelae were reported and patient is reported to be stable.

Manufacturer narrative:
Ecp reported pt work environment in a "bag factory and no glasses" as probable causes or contributing factors to the event. The lenses worn at the time of the event have been discarded. No lot number info is available. No product has been returned. No conclusions can be drawn. This corneal ulcer may be serious or non serious. Event reported as MDR as possible worst case.